Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of cancer. No other clinical information or medical interventions were reported. The device was returned to a third-party service center for evaluation. Evaluation result stated that the complaint was not confirmed, and the technician confirmed no visible of foam particles during device evaluation. Additional no contamination found, and the device was scrapped. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.